Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device in this incident, it was determined that the all-new patients were not showing up on the server. A technical support specialist (tss) dialed into server and restarted data sync, external messaging and maintenance services, tried searching for patient at patient visit and orders and see the patient but the customer couldn't see the patients, then, the tss checked station center wing sync information and confirmed last full upload was current but last full download was not current, then tss stated that the information technology team and pharmacy resolved the issue. The system functioned as intended after the technical support specialist assessed the device

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es server, all new patients were not showing up on the server. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, all new patients were not showing up on the server. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.